Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 0203813, cat. No.310136. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag experienced a cannula that broke off. The following information was provided by the initial reporter: stated that the needle npe was found to be broken when removing the tear drop label, the patient brought the affected product to the pharmacy.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag experienced a cannula that broke off. The following information was provided by the initial reporter: stated that the needle npe was found to be broken when removing the tear drop label, the patient brought the affected product to the pharmacy.